Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 40 mg/dl; cause was not known. Customer consumed carbohydrates to address bg level. Additionally, it was reported that air bubbles were observed in the infusion set tubing. Customer declined troubleshooting with tandem technical support and declined to provide further information.

Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: there is no evidence that the pump experienced a malfunction or failure.